Manufacturer narrative:
Follow-up received on 24-aug-2016: ptc investigation result was provided. (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, immediately following the procedure, consumer began experiencing severe pelvic pain. As a definitive solution to the pain and suffering, she plans to have her essure coils removed. Given the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since intervention will be required other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 26-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on (B)(6) 2011 for permanent birth control. Shortly before her essure procedure, plaintiff consulted with her healthcare provider, to discuss permanent forms of birth control. Physician recommended the essure device/procedure as an alternative to tubal ligation, stating that essure was an easier procedure, was less invasive, involved a much shorter recovery time than tubal ligation, and was very effective at preventing pregnancy or words to that effect. Plaintiff relied on the benefits and risks as relayed by her healthcare provider in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6) 2011, plaintiff underwent the essure procedure. Immediately following the procedure, she began experiencing severe right flank pain, severe pelvic pain, severe lower abdominal pain, severe back pain, migraines, and vaginal infections for which she sought medical attention. Plaintiff did not realize her injuries may be related to the essure device until she learned information from other women online who had similar symptoms to her after being implanted with the essure. Finally, after learning that the essure coils were causing the same problems in other women, she visited her healthcare provider to explore her options to have the coils removed. As a definitive solution to the pain and suffering, plaintiff plans to have her essure coils removed. In addition, it was informed that the physical pain and emotional anguish that plaintiff suffers as a result of coils is a direct and proximate result of the failure to disseminate accurate information regarding the safety profile of the product. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, immediately following the procedure, consumer began experiencing severe pelvic pain. As a definitive solution to the pain and suffering, she plans to have her essure coils removed. Given the event's nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since intervention will be required other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain.") In a 31-year-old female patient who had essure (batch no. 841635-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control (condoms) from 2009 to 2011 and cesarean section (underwent the essure procedure with confirmatory test done as well and delivery at 34-35 weeks because of oligohydramnios decelerations.). No irregular menses and minimal mid cycle pain.no urinary symptoms and negative for neoplasia. Previously administered products included for an unreported indication: ortho evra patch from 2005 to 2009. Concurrent conditions included ear pain (right ear and feels it plugged.), menstrual disorder, constipation, ovarian cyst, endometriosis, pansinusitis, vaginal discharge abnormality, bacterial vaginosis, adenomyosis and adenomyosis (in the lower uterine segment.). Concomitant products included ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 to (B)(6) 2011 and thomapyrin n (excedrin migraine) since 2007. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 18 days after insertion of essure, the patient experienced bacterial vulvovaginitis ("infection type: bacterial vaginitis,"). In (B)(6) 2012, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal infection ("vaginal infections"), flank pain ("severe right flank pain"), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal infection had resolved, the flank pain, abdominal pain lower, back pain and bacterial vulvovaginitis outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, back pain, bacterial vulvovaginitis, flank pain, migraine, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On unspecifed date reported patient underwent an ultrasound showing small follicular cysts but no dominant cysts over 5 cm. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of information (batch is not valid). Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain.") In a 31-year-old female patient who had essure (batch no. 841635) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control (condoms) from 2009 to 2011 and cesarean section (underwent the essure procedure with confirmatory test done as well and delivery at 34-35 weeks because of oligohydramnios decelerations.). No irregular menses and minimal mid cycle pain. No urinary symptoms and negative for neoplasia. Previously administered products included for an unreported indication: ortho evra patch from 2005 to 2009. Concurrent conditions included ear pain (right ear and feels it plugged.), menstrual disorder, constipation, ovarian cyst, endometriosis, sinusitis, vaginal discharge, bacterial vaginosis, adenomyosis and adenomyosis (in the lower uterine segment.). Concomitant products included ibuprofen since january 2012, medroxyprogesterone acetate (depo-provera) from 15-jun-2011 to 30-nov-2011 and thomapyrin n (excedrin migraine) since 2007. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 18 days after insertion of essure, the patient experienced bacterial vulvovaginitis ("infection type: bacterial vaginitis,"). In (B)(6) 2012, the patient experienced migraine ("migraines/migraines / headaches"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal infection ("vaginal infections"), flank pain ("severe right flank pain"), abdominal pain lower ("severe lower abdominal pain") and back pain ("severe back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal infection had resolved, the flank pain, abdominal pain lower, back pain and bacterial vulvovaginitis outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, back pain, bacterial vulvovaginitis, flank pain, migraine, pelvic pain and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On unspecified date reported patient underwent an ultrasound showing small follicular cysts but no dominant cysts over 5 cm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter information, patient demographic, lab data, relevant history, concomitant product, essure indication permanent birth control by bilateral occlusion of the fallopian, essure lot number 841635, stop date updated and new events infection type: bacterial vaginitis were added. The event pain clubbed with previous event. On 28-feb-2018: fu 2nd and 3rd process together, new reporter, medical records were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain.") In a 31-year-old female patient who had essure (batch no. 841635-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included birth control (condoms) from 2009 to 2011 and cesarean section (underwent the essure procedure with confirmatory test done as well and delivery at 34-35 weeks because of oligohydramnios decelerations.). No irregular menses and minimal mid cycle pain.no urinary symptoms and negative for neoplasia. Previously administered products included for an unreported indication: ortho evra patch from 2005 to 2009. Concurrent conditions included ear pain (right ear and feels it plugged.), menstrual disorder, constipation, ovarian cyst, endometriosis, pansinusitis, vaginal discharge abnormality, bacterial vaginosis, adenomyosis and adenomyosis (in the lower uterine segment.). Concomitant products included ibuprofen since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) from (B)(6) 2011 and thomapyrin n (excedrin migraine) since 2007. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 3 months 18 days after insertion of essure, the patient experienced vaginitis gardnerella ("bacterial vaginitis/ gardnerella"). In (B)(6) 2012, the patient experienced migraine ("migraines/ headache"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("severe right flank pain") and back pain ("severe back pain"). On an unknown date, the patient experienced vaginal infection ("vaginal infections") and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal infection had resolved, the flank pain, abdominal pain lower, back pain and vaginitis gardnerella outcome was unknown and the migraine had not resolved. The reporter considered abdominal pain lower, back pain, flank pain, migraine, pelvic pain, vaginal infection and vaginitis gardnerella to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion . On unspecifed date reported patient underwent an ultrasound showing small follicular cysts but no dominant cysts over 5 cm. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received- event bacterial vaginitis updated to gardnerella vaginitis. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.